Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system and navigation system were reconnected and refreshing in the application software restored connectivity between the two. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system could not establish communication for acquiring images. It was noted that two different ethernet cables were used without resolution and that the site opted to complete the procedure with a c-arm. The surgeon opted to complete the procedure without the use of the medtronic imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of twenty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: following the troubleshooting performed, mentioned in the initial MDR, testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.